Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using the MRI powerport isp. 8 months and 17 days post procedure, during routine hospital maintenance, resistance was encountered during aspiration. Diagnostic imaging via dsa angiography confirmed catheter rupture. Additionally fluid leak and material separation was noted. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one image and one power port isp MRI implantable port attached to a catheter was returned for evaluation. In the image there is contrast within the port and the initial aspect of the catheter until it appears to extravasate in the subclavian vein entrance site. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Catheter wear with discoloration was noted throughout the proximal portion of the attached catheter. What appeared to be a longitudinal split, was noted on one edge of the discolored portion of the attached catheter. The edges of the longitudinal split were noted to be uneven. Upon infusion, a leak from the longitudinal split on the attached catheter was observed. Therefore, the investigation is confirmed for the reported catheter fracture, fluid leak and suction issues and unconfirmed for the reported material separation issues as no complete break was observed from the returned sample. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient diagnosed with a malignant breast tumor experienced a catheter rupture. The implanted port had been placed on (B)(6) 2024 via the left subclavian vein, with the port positioned on the left chest wall. During routine hospital maintenance, resistance was encountered during aspiration. Diagnostic imaging via dsa angiography confirmed catheter rupture. Additionaly fluid leak and material separation was noted. There was no reported patient injury.